Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on the catheter. A visual examination of the product detected a break in the inner lumen within the membrane and was completely separated approximately 26.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no other leaks were detected. The evaluation confirmed the reported failure. This issue was escalated to our engineering team and it was determined not to be a manufacturing process issue and was likely the result of mishandling after being released from manufactured. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Occupation: rn, bsn / cardiac cath lab manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab) packaging, it was noticed that the shaft of the iab was broken. There was no patient involvement and no adverse event reported.

Event description:
It was reported that when opening the intra-aortic balloon (iab) packaging, it was noticed that the inner lumen of the iab was broken. There was no patient involvement and no adverse event reported.